Event description:
Pt reported 1 pump stopped working. Pt reported about 5 minutes after they started the pump the alarm goes off and fives red screen, occlusion or cassette was detached. Pt reports every time they troubleshoot it runs for 5 minutes and then stops again with alarm. Pt was able to switch to back up pump without interruption in treatment. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin - ng/kg/min. IV remodulin pt via solis pump. Did the reported product fault occur while in use with pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes, upon return by pt. Did pharmacy replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of event? Resolved. Did the pt experience missed dose/interruption in therapy? No. Pulmonary arterial hypertension.